Event description:
The patient was originally implanted with deep brain stimulation on one side in hopes that it might reduce her symptoms. She went through programming and was informed by the physician that her two sides of the brain were working against each other with the therapy and that they didn't think it would prove successful even with an additional operation. The patient was scheduled a couple of times for bilateral implant; they were cancelled. Additional information received reported that the patient reported that she was not doing well and was going to have device explanted because it is not working properly. The patient reported getting shocked. The patient did not known if wires were frayed or if it was the device. The patient had 1.5 stating in one lead that the patient can tolerate. The patient felt this had been the problem all along; the patient has had terrible side effects. The patient jumped too far one way or the other. The patient was having surgery for removal on (B) (6) 2009 and getting a new one. X-rays were taken to show how the wire was coiled and frayed. The patient continued to have problems with the system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).